Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the smart remote manager (srm) would not open and popup. A field service engineer (fse) arrived on site, cleared the security checkpoint, and proceeded to the customer with an escort to inspect the reported failed smart remote manager. Confirmed the remote manager had failed and showed as failed by user. The escort attempted recovery, which was briefly successful, but the unit failed again during inventory testing. As this was a repeat service appointment, fse replaced the latch assembly and harness, restarted the station, and ran diagnostic tests in the hardware testing application. All tests were successful. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es smart remote manager won't open and popup, the customer attempted troubleshooting by rebooting the station and trying to recover the station; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.